Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her continuous glucose monitoring (cgm) device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at around 2:15 p.m., on (B)(6) 2020. The patient claimed obtaining blood glucose results of "176 and 185 mg/dl" with the subject meter and "76 mg/dl" on the other device. The patient manages her diabetes with insulin (humalog) and reported that in response to the elevated readings obtained on the subject device, she administered 1 unit of humalog insulin. The patient reported that an unknown time later, she developed symptoms of "dizziness, anxiety" and that she started to "sweat". It is not known if the patient received medical treatment as a result of the alleged issue; however, the cca noted that there was no such report. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca also noted that the patient did not have control solution available at the time of the call to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose results obtained on the subject device.